Event description:
It was reported that the patient underwent a spinal fusion procedure with posterior fixation due to trauma. A revision surgery was done nine months post-op to remove the hardware at the patient's request. During the revision, the surgeon could not remove the setscrew from the connector. The surgeon had to cut the construct out of the patient, extending the surgical time six hours.

Manufacturer narrative:
All setscrews are stuck on the lateral connector. All setscrews present worn bottom surface which has been flatten during the tightening of the setscrew on the rod. One setscrew presents threads on the lateral wall of the internal hexagonal slots which are consistent with the use of a setscrew extractor. No pre-existing defects have been identified on the implants that could be responsible of the event. The setscrews with reference (B)(4) are not the proper setscrews to be used with the lateral connector. The proper setscrew included in the set configuration is (B)(4).

Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.